Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that prior to a procedure to treat atrial fibrillation a polarsheath was selected for use. When the 3-way connector was connected to the side port on the sheath handle there was a saline leak between the connected parts. Slight cracks were noticed in the side port at this time. No cracks were visible when the sheath was removed from the packaging. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to disposal. It was further reported that there were no abnormalities during sheath preparation and the dilater was wiped with saline prior to insertion into the sheath. The drip from the side port was characterized as slow.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure to treat atrial fibrillation a polarsheath was selected for use. When the 3-way connector was connected to the side port on the sheath handle there was a saline leak between the connected parts. Slight cracks were noticed in the side port at this time. No cracks were visible when the sheath was removed from the packaging. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to disposal.